Manufacturer narrative:
Log file analysis review date: 11/08/2013; log dates through (B)(6) 2013 through (B)(6) 2013: show a current speed of 3200 rpm, average power of 5.4 w, and average flow of 3.7 l/min. Based on our experience to date, log file patterns of this nature are indicative of power consumption within the normal operating range with intermittent suction. Additional notes: 81 low flow alarms have been logged since (B)(6) 2013. The current low flow alarm setting is 1.0 l/min. 21 suction alarms have been logged since (B)(6) 2013. The hvad is used for treatment not diagnosis. It was reported from the site that the patient presented to hospital by life-flight with expressive aphasia. It was stated that the hospital suspect's possible transient ischemic attack (tia) as event subsided within 24 hours. In addition, patient reported continuous low flow alarms. Specifically, these low flow alarms were waking him in the night and becoming a nuisance to his quality of life. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Low flow alarms may be attributed to the placement of the outflow graph on the subclavian. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Tia is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the site that the patient presented to hospital on (B)(6) 2013 by life-flight with expressive aphasia. It was stated that the hospital suspect's possible transient ischemic attack (tia) as event subsided within 24 hours. In addition, patient reported continuous low flow alarms. Specifically, these low flow alarms were waking him in the night and becoming a nuisance to his quality of life. On (B)(6), the patient health had improved and could speak well. Site had turned on suction alarm and patient was having frequent suction alarms with low flows. Log files have been sent after admission and today. When patient arches his back (as to stretch back when sitting in a chair) his flows drop noticeably. Cs will send photo of screen shot with these value changes. Patient noted when he wore a heavy winter coat he could not tolerate it (his flows dropped and he had low flow alarms). When patient wears carrying case he alternated sides in which he carries case and does not notice a difference in flow values. When patient moves left arm he cannot reproduce on cue a low flow alarm. When rpms were increased last night and today bedside, patient did experience left arm swelling. The doctor is determining whether to leave speeds on the high or low range for patient. The doctor is hesitant to give patient fluid (for low flow-suction events) as to avoid taxing the heart and overwhelming work on the right side of the heart. When rpms were decreased it appeared patient's blood pressure increased and pulsatility increased. When rpms increased the patient's blood pressure decreased and pulsatility decreased as well. Hemolysis labs (ldh) came back at 250. Vad coordinator noted that the patient pump sounds ever so slightly vibratory (more than a regular pulsatile sound alone). It was further stated that there were no grinding sounds. It was also stated that the patient was discharged on (B)(6) 2013 and the physician stated that the event was not device related. No additional information available.